Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
A patient reported hip pain to attending surgeon in their primary hip implanted in 2006. The patient was then revised from a 36mm lfit v40 femoral head implanted in 2006 on an accolade tmzf+ stem to a v40/to ctaper adaptor titanium sleeve and a 36+ 5mm biolox delta c taper head, along with a new polyethylene liner. Update via phone call with sales rep june 20, 2019: intraoperatively, trunnionosis and mild altr were noted. The surgeon did not mention corrosion. There were no allegations against the liner.